Event description:
It was reported that there was an increase in the shock impedances of this right ventricular (rv) lead. Boston scientific technical services (ts) were consulted, and a ts representative reviewed latitude (remote monitoring system) and confirmed that the shock lead impedance measurement was 141ohms but noted that there are no peaks or noise associated. There are no ventricular episodes that could potentially include noise incorrectly interpreted as tachycardic episodes. The gradual increase that the trend of the shock impedance has been experiencing may be a result of a clinical process and could be lower in case of a high voltage shock, in which case there would be no anticipated issues, as the energy in an eventual shock therapy would not decrement its effectiveness. The ts representative recommended to perform further trouble shooting at the next scheduled follow-up visit to ensure there is no issue with the shock impedance. It was also noted that ts found no information about any delivered high voltage shocks provided by the device since the implant date. If all testing is within range and close follow-up is determined, the health care provider can consider the option to enable two additional alerts for rv lead monitoring. Additionally, a good faith effort was submitted to the field to obtain additional details regarding the current plan of care for the patient. It was indicated that the physician will continue monitoring the patient via latitude, and that further trouble shooting will be performed at the next follow-up visit. This device remains implanted and in service. No adverse patient effects were reported.